Manufacturer narrative:
Upon detailed analysis at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device had triggered elective replacement indicator (eri) and extended charge time were noted. There were no allegations of premature battery depletion. Subsequently the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon initial analysis it was noted that the device had failed longevity calculation. Detailed analysis will be performed. Upon detailed analysis this investigation will be updated.